Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. Staff indicated that they were uncertain whether the initial purge process was initiated while the device was in the patient.

Manufacturer narrative:
This follow-up report is being submitted to correct a previously reported h6 medical device problem code. The problem code a27 (appropriate device problem term/code not available) reported on the initial MDR was not applicable to the event and has been removed.